Event description:
A caller reported a cartridge alarm 20 while using a pump during the pumping process. There was no adverse impact on the customer's blood glucose level, confirmed not to exceed 500 mg/dl. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump.